Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under her breasts. The area was described as red and itchy with no open areas. During a follow up, the patient reported that she had an appointment to see a dermatologist who gave her a cream and antibiotics. The patient indicated that the irritation under her breasts was better.